Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The patient presented for a complex percutaneous coronary intervention procedure. The target lesion was located in a severely calcified artery. A 10 mm x 3.00 mm wolverine coronary cutting balloon was selected for use. Upon inflation, the balloon immediately ruptured due to the calcification. The device was completely removed. Other balloons were used to dilate the lesion. There were no patient complications and the patient fully recovered.